Event description:
Per sales rep, facility reported that after accessing a pt's upper right arm to place an 18g powerglide, the user tried to deploy the guidewire but allegedly met resistance. When they pulled it back, they noticed that the guidewire had reportedly coiled. No harm reported. The nurse was able to insert another powerglide in the pt's left arm.

Manufacturer narrative:
The device has not been returned to the MFR for eval. As the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.